Event description:
The customer reported that they received an erroneous result for one patient sample tested for free thyroxine (ft4). It was asked, but the specific date of the event is not known. The sample initially resulted as 7.7 ng/dl. The sample was repeated and resulted as 0.952 ng/dl. It is not known if any erroneous results were reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The ft4 reagent lot number and expiration date were asked for, but not provided. The customer was advised to repeat the sample and make sure there are no bubbles in the sample.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. A general reagent issue could not be detected.